Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the film wrap was missing. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators (B)(4). No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative:the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
Baxter initially received a report from baxter (B)(4) stating the customer reported that the intermate xlv 250 (code 2c1064k / batch 10k112 ) presented a burst reservoir during filling. The device was received in service, whereupon it was discovered that the film wrap is missing. This is a potential breach of the sterile fluid pathway. There was no report of patient involvement, injury, or medical intervention. No additional information is available.